Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 841858, manufacturing date: mar-2011, expiration date: mar-2014; lot number: 835435, manufacturing date: feb-2011, expiration date: feb-2014. Sample not available. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods. She underwent an endometrial ablation approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Menses pattern changes may have multiple causes. In the present case, limited information was provided regarding consumer´s medical history and concurrent conditions. Considering the nature of the event haemorrhagic menstrual periods, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible.

Event description:
This case was reported via regulatory authority ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required) and pelvic pain ("frequent pelvic pain"). In 2012, the patient experienced anaemia ("anaemia"), dysbacteriosis ("intestinal dysbiosis with bloating"), palpitations ("heart palpitations"), tendonitis ("tendinitis") and amnesia ("memory loss"). The patient was treated with iron [iron] and surgery (endometrial ablation in 2014). At the time of the report, the menorrhagia, pelvic pain, anaemia, dysbacteriosis, palpitations, tendonitis and amnesia outcome was unknown. The reporter considered menorrhagia, pelvic pain, anaemia, dysbacteriosis, palpitations, tendonitis and amnesia to be related to essure. The reporter commented: process for removal of devices was ongoing, at time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: lymphocyte transformation test result was no allergy to titanium, nickel or mercury. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods. She underwent an endometrial ablation approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Menses pattern changes may have multiple causes. In the present case, limited information was provided regarding consumer´s medical history and concurrent conditions. Considering the nature of the event haemorrhagic menstrual periods, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected.